Event description:
The customer initially reported that their device was powering itself on and would not power off. After an additional evaluation of the device, it was observed that the device would no longer power on at all. There has been no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. After monitoring voltage levels during testing, a short was indicated internally. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After additional evaluation of the device, physio-control replaced both the system controller and user interface pcbs, and the flex cable assembly connecting the user interface pcb to the pcb stack as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported failure could not be determined.